Manufacturer narrative:
As it is unknown which device is directly implicated in this paraplegia event, the following devices will also be included in this report: catalog #plc121400j/ serial #(B)(4)/ UDI #(B)(4); catalog #plc271000j/ serial #(B)(4)/ UDI #(B)(4); catalog #pla260300j/ serial #(B)(4)/ UDI #(B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20-device remains implanted. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an emergency endovascular treatment for ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 12fr gore dryseal flex introducer sheath was inserted from the left femoral artery, but insertion was difficult due to strong tortuosity in the left access vessel. A wire replacement was attempted, but even the wire could not be replaced. Access from the left side was abandoned and the procedure was changed to aui on the right side. Reportedly that the change to aui was unplanned. A 16fr gore dryseal flex introducer sheath was inserted from the right side, and a trunk ipsilateral leg endoprosthesis (rlt231218j/(B)(4)) was delivered into the patient. Since the 4fr catheter was difficult to insert together into the 16fr sheath, the sheath and the device were removed together and a 18 fr gore dryseal flex introducer sheath was used as replacement. When the trunk ipsilateral leg endoprosthesis was reinserted into the 18fr sheath, it was found a damage in the sheath valve. It was also confirmed that the lock pin was protruded outside of the delivery catheter of the trunk ipsilateral leg endoprosthesis. The procedure was continued with a new 18fr sheath and a new device. A trunk ipsilateral leg endoprosthesis (rlt231218j/(B)(4)) was implanted below the renal arteries, and a contralateral leg endoprosthesis (plc121400j/(B)(4)) was added into the right external iliac artery. Another contralateral leg endoprosthesis (plc271000j/(B)(4)) was placed with an upside-down technique for creating aui in the right side, and an aortic extender endoprosthesis (pla260300j/(B)(4)) was added proximally. After stent grafts placement, a slight type ii endoleak was observed. A f-f bypass was performed and the procedure was completed. Immediately after the procedure, paraplegia was observed. As a treatment, spinal drainage was performed. It was also reported slight type ii leak from the left and right internal iliac arteries. Physician commented that the paraplegia was caused by a transient loss of antegrade blood flow to the bilateral internal iliac arteries. Reportedly that this was not a shaggy aorta case. It was later reported, there was a small amount of bleeding after the valve rupture, but it was stopped immediately by using forceps. There were no issues during prep noted with the lock pin. Np issues while removing the packaged material. Catheter was not bent prior to the procedure. Additionally, according to the fsa, the device was inserted with push and pull with force during insertion because the patient vessels were tortuous and had atherosclerosis. It might possibly caused the lock pin disengagement. Additionally, it was also reported there were no issues noted with the 16fr gore dryseal flex introducer sheath.